Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. Therapy was still turning itself off. The patient would not notice until their symptoms returned. Turning therapy on would resolve the issue until it turned off again. The patient fell often, but did not know when the last occurrence was.

Event description:
It was reported that the stimulation was turning off, and the issue had been occurring for 30-40 days. It was noted that the patient would have ¿it set for a few days¿ and then it would ¿just turn off automatically.¿ it was indicated that it would last for 10 to 12 days before turning off like this. It was stated that the patient has to turn stimulation up or down depending on what position they were in. The patient programmer was used to check the implantable neurostimulator (ins) during the complaint call and it was noted that the device was on. Patient programmer/button use was reviewed and it was stated that they did not think they were accidentally turning stimulation off by pressing the wrong button because stimulation was turning off when they weren¿t using the controller, without the antenna against their body. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0g6fr, implanted: 2014 (B)(6); product type lead. (B)(4).